Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damaged conductor wire insulation. For clarification, the instrument was found to have damage to the conductor wires insulation at the distal end. The conductor wire was exposed as a result. The instrument passed electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n11191111 0056) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th use. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. There was no image or procedure video provided for review. This complaint is being assessed as a reportable malfunction event based on the following conclusion. The instrument reportedly had a frayed wire identified by the customer. The instrument was returned and failure analysis found that the fenestrated bipolar forceps had damage to the conductor wire's insulation which left the internal wires exposed. The instrument also passed an electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted transanal total mesorectal excision surgical procedure, a frayed cable was observed on the fenestrated bipolar forceps (fbf). There was no report of fragments falling inside the patient. The procedure was completed with no patient harm. The customer was unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.